Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The device was not returned to brézins and despite several requests for parts return and attempts to collect "additional" information, we did not receive anything that would allow us to go further with this investigation. Based on available information, the cause of the reported issue could be linked to a defective keypad, as per technical manual, however, since the associated device/part was not returned the root cause of this defect remains unknown." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 28002- keyboard; buttons on front don't work" reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.